Event description:
It was reported that bd maxzero needleless connector was occluded. The following information was received by the initial reporter with the verbatim: during the infusion process, it was found that the positive pressure joint had high resistance and could not push the liquid.

Manufacturer narrative:
E1: initial reporter address - (B)(6). E1: initial reporter facility name- (B)(6) medical university. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Pr 9217737 - follow up MDR for device evaluation. No samples were received for investigation for (B)(4), in which the customer has stated: ¿during the infusion process, it was found that the positive pressure joint had high resistance and could not push the liquid¿. The product in use at the time is reported to be a mp1000 china. The customer reported that they used the maxplus connector with a bard 7617405 catheter on one end and the other end is connected to an unknown infusion set. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china products in the past 12 months. H3 other text : see h10 manufacture narrative.